Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had experienced a sudden loss of therapy. They stated they increased the stimulation to 8.5v and the patient was feeling the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.